Event description:
Reporter stated the customer received a result of approximately 30.0 mmol/l around 7:30 p.m. On the aviva combo system. She delivered a bolus via the infusion device utilizing the bolus advice feature. When asked what the bolus advice amount was she could not remember and was not in a position to check it. She began to feel strange around 7:45 p.m., and her blood glucose was 3.3 mmol/l. She asked her daughter to call an ambulance and then lost consciousness. The ambulance arrived between 7:45-8:15 p.m., and she was treated with an IV glucose and saline solution. She was transferred to the hospital, regained consciousness around 10:00 p.m., and was released from the hospital at 2:00 a.m. The alleged product was requested for evaluation; however, the test strips are not available to return.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.